Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review (DHR) is not applicable or relevant due to the device manufactured date of 2013. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition. The evaluation was performed, and the reported issue was confirmed. The device under test (dut) reached set point temperature at around 10 minutes. Temperature was maintained for 5 minutes and then began to drop. Attempted adjustment of heater current to raise temperature but it did not stabilize and continued to decrease. Installed known good heater assembly and unit came up to temperature and stabilized as designed. The root cause of the reported issue was unable to be determined. Replaced faulty heater assembly and performed functional and safety tests. Device passed all checks.

Event description:
It was reported that the device won't heat up. No patient injury was reported.